Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot # v047368, implanted: (B)(6) 2007, product type lead; product ID 3487a-33, lot # va04wrx, implanted: (B)(6) 2014, product type lead; product ID 3487a-33, lot # v047368, implanted: (B)(6) 2007, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3487a-33, lot # va04wrx, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that they were doing a revision. The rep reported that the patient was in the operating room but they didn't have time to review all the details behind the case. One of the leads got cut and now they had an open port on one side of the extension. It was reported that one of the leads was removed and the physician opted not to implant a replacement. The abandoned connector was booted and secured. The patient was reported to be doing well. Relevant medical history includes non-malignant pain.